Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to use the pump. The physician, office manager and the representative have all met with the patient to discuss education around the implant. However, the patient was not compliant and wanted a malleable. A surgical procedure was performed to remove ipp and replace it with a malleable device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with device operates differently than expected may have been due to a potential unintentional user error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to use the pump. The physician, office manager and the representative have all met with the patient to discuss education around the implant. However, the patient was not compliant and wanted a malleable. A surgical procedure was performed to remove ipp and replace it with a malleable device. No patient complications were reported.